Event description:
A malfunction was reported on a pump, and there were no prior notable events linked to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset instructions, but the malfunction recurred. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.